Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference:(B)(4).

Event description:
It was reported that a revision surgery had to be performed to remove a biosure ha screw from the bone after one year. A bone cyst was found during the procedure. It is unknown how the procedure was completed and if a delay occurred. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information on b5.

Event description:
It was reported that a revision surgery had to be performed to remove a biosure ha screw from the bone after one year. A bone cyst was found during the procedure. The screw was easily removed and the bone cyst was removed and cleaned. No other products were placed in the patient at this time. The fixation of the primary repair was not compromised. No other complications were reported.